Event description:
It was reported that this right ventricular (rv) lead exhibited increased threshold measurements. The lead was suspected to be fractured as a result of clavicular crush. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The return of the product is not expected.